Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported approximately 15 years following the implant of an intraocular lens (iol), a chip was noted suddenly. The lens remains implanted and the patient is not complaining of any vision issues at this time. Additional information was requested.